Event description:
It was reported, that approximately 33 months post implant of a bifurcated device, two infrarenal aortic extensions, a limb extension, on his most recent CT, an aaa had grown. The infra renal cuff was no longer in the position below the renal arteries, resulting in an endoleak. Patient received a suprarenal extension with a competitor's product (palmaz). The endoleak was resolved and patient is in good condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.